Event description:
I was developing more shortness of breath, and was having pvc's headaches, numbness in my lips, hands, severe joint pain / muscle pain, confusion. It's now 2020 and I have been diagnosed with fibromyalgia, (B)(6), increased confusion, essential tremors, sob, bilateral numbness / tingling to hands/feet, constant headaches, constant vision issues; twitching, blurry vision, severe muscle pain, spasms, and severe fatigue. FDA safety report ID# (B)(4).